Manufacturer narrative:
Product event summary: the 2af283 balloon catheter with lot 30079 was returned and analyzed. Visual inspection showed catheter connector pin #16 was bent. Smart chip verification indicated the catheter was used for 21 injections. The catheter failed the performance test due to system notice #12213 ¿the system does not recognize the catheter" as there was resistance on the electrical connector due to a bent pin. Manual pressure did not show any leak through the catheter, but it revealed the guide wire lumen was kinked under the balloon segment at 0.93 inches from tip. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink and bent electrical pin. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.